Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with normal operating currents. Insulin pump monitored for several days and no battery out limit alarms occurred during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 89 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.